Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filer set leaked within 12 hours after the start of a d10w (with 6 grams of protein) infusion. The estimated infusion rate was 0.5 ml/hr. The catheter was a 1fr PICC line. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. Visual inspection of the set did not reveal any damage or abnormalities. Functional testing confirmed leaking from the vent of the 0.2u filter. Magnified inspection of the filter housing and membrane did not reveal any damage. The cause of the leak has been determined to be the clogging of the filter with infusate due to the nature of the infusate and/or duration of exposure, at which time the infusate will seek the path of least resistance and begin to leak from the air vent.